Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a cataract procedure, the phacoemulsification handpiece was no longer "holding." The handpiece was switched out to complete the case. Additional information was received indicating the cataract was very hard, like a rock. The phacoemulsification was not getting through the cataract very well due to the density. She said that the surgeon actually commented that the sound of the ultrasound changed and that was when he asked for a new hand piece. He felt that it had lost power.

Manufacturer narrative:
Additional information provided. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The handpiece was manufactured on july 6, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).